Event description:
Report rec'd indicated that a palmaz genesis stent dislodged-in pt and was retrieved during the case. A percutaneous transluminal angioplasty (pta) was being performed to the right renal artery. (Age, weight and gender are unknown). The vessel was tortuous and calcified with an acute inferior take off. The device was prepped and use following the instruction for use (IFU). The lesion was not predilated. The guidewire used is unknown. There was no difficulty experienced while advancing the device through the vessel to the lesion. The stent delivery system (sds) was advanced towards the lesion; however, it was believed that stent was "hung up on a plaque" and dislodged-in pt. Subsequently a snare was used to successfully removed stent from the pt. Attempts were made again to angioplasty the lesion. The second sds was advanced to the lesion without any resistance; however, was unable to cross the lesion. It was decided that the lesion could not be treated and case was aborted. There was no adverse consequence to the pt. This product will be return for eval and testing. Add'l info will be sent within thirty days upon receipt.

Manufacturer narrative:
Ni